Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the patient. It was reported that the patient's implant operation was a success and they were able to return to work after 8 weeks. The year after implant the patient found out that their ins was at 75% battery and that it would need to be replaced at the end on 2018. The patient stated that the battery still continued to drain at an accelerated rate. The patient stated it made them think there was something wrong with the ins. The patient had been implanted for 1 year and five months but they did not think the battery drain was right. The only way the patient is able to get perfect functionality with the ins is with near maximum parameters. The patient stated they feel very well.

Manufacturer narrative:
Information indicated the patient lives in, or is from (B)(6). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a manufacturing representative about a patient with an implantable neurostimulator (ins) for unknown indications for use. It was reported that the manufacturing representative was concerned the longevity is depleting sooner than expected. The ins was implanted (B)(6) 2016. The patient was programmed to 4.2ma on the left, and 4.4ma on the right. There were no symptoms reported. No further complications were reported or anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a patient via a manufacturing representative. It was reported that the patient's ins was replaced on (B)(6) 2018. The patient is doing okay, and they understand that they are a high consumer, in regards to high settings.